Event description:
Caller states that the inform base unit showed signs of an electrical short. The plastic housing that holds the connector pins is melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - inform meter (B)(6) - inform base unit.